Event description:
Boston scientific received information that during an implant procedure, the right atrial (ra) and right ventricular (rv) leads dislodged. Mutiple attempts were made to reposition the lead, however attempts were unsuccessful and the leads continued to dislodge. It was noted that during manipulation of the ra lead the right ventricular (rv) lead was hooked and also dislodged. While attempting to reagain access through the subclaviain vein a perforation of the vessel occured from the ra lead. Due to the patient's anatomy the collar bone was unable to be located and a decision was made to implant a new single chamber device and leads. The ra and rv leads were unable to be implanted. The ra and rv lead will be returned for analysis. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this atrial lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The ra and rv lead were explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.